Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, the lens dislocated. The iol was exchanged for another lens model six weeks after the initial implantation. Hospitalization was not required. Additional information has been requested.